Event description:
Same case as MDR 2134265-2014-04301. (B)(4) study. It was reported that the patient died. In (B)(6) 2010, the patient presented with stable angina and cardiac catheterization was recommended. Target lesion #1 was a de novo lesion located in the mid right coronary artery (rca) with 95% stenosis and was 36 mm long with a reference vessel diameter of 2.75 mm. It was treated with pre-dilatation and placement of a 2.75 x 38 mm taxus liberte stent with 9% residual stenosis. Target lesion #2 was a de novo lesion located in the proximal rca with 95% stenosis and was 18 mm long with a reference vessel diameter of 2.75 mm. It was treated with direct placement of a 2.75 x 20 mm taxus liberte stent overlapping the 2.75 x 38 mm taxus liberte stent with 9% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2011, the in-stent restenosis of the implanted stents was treated with implantation of three overlapping promus stents, sizes 2.75x28mm, 3.00x28mm and 3.00x23mm. In (B)(6) 2013, the patient died of unknown causes.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).